Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Event description:
It was reported, to boston scientific corporation. That an upsylon y-mesh was implanted, during a procedure performed on (B)(6) 2018. As reported, by the patient's attorney. The patient had experienced an unspecified injury. Additional information received on (B)(6) 2022. A robotic-assisted laparoscopic supracervical hysterectomy with bilateral salpingectomy and uterosacral colpopexy with y-mesh insertion procedures were performed on (B)(6) 2018. To treat a patient with complete uterovaginal prolapse. Operative findings include a complete uterovaginal prolapse, normal appearing bilateral uterus, tubes and ovaries. The patient tolerated the procedure well. No complication on procedure performed found. The patient was transferred to recovery room in stable condition. Draining clear yellow urine. On (B)(6) 2018, the patient experienced a recurrent cervicovaginal prolapse after sacrocolpopexy. A revision of sacrocolpopexy procedure was then performed. After appropriate consents were obtained, the patient was taken to the operating room where general anesthesia was induced and found to be adequate. The patient was prepped and draped in the usual sterile fashion, while in the dorsal lithotomy position. A timeout was performed. A foley catheter was inserted and left indwelling. Rumi uterine manipulator together with koh colpotomizer were inserted in the usual fashion. And attached to the cervix with a single figure of eight stitch of #0 vicryl. Attention was placed to the patient's abdomen where an umbilical incision of 8.5 mm in size was made with scalpel. After infiltration of the skin with 0.25% marcaine. The da vinci camera trocar was inserted and the abdomen insufflated with carbon dioxide gas to 15 mmhg. Laparoscope was inserted and the abdominal cavity was surveyed. Two additional incisions in the right and left lower quadrants were made with scalpel after infiltration with 0.25% marcaine. Robotic trocars were inserted under direct visualization with laparoscope. An additional incision was made in the left mid axillary line at the level of the umbilicus and a robotic trocar was inserted under direct visualization. The patient was then placed in deep trendelenburg position and da vinci robot was side docked in the usual fashion. Using a monopolar spatula on the right, a bipolar fenestrated grasper on the left and a small grasping retractor on the right fourth arm. The physician proceeded to reopen the peritoneum on the area of the sacral promontory. The mesh was then identified. And was carefully dissected along the right pelvic side wall all the way to the cervix. The mesh was then reattached to the sacral promontory with a total of four #0 gortex sutures. The peritoneum along with the mesh was approximated with #2-0 polyglyconate v-lock suture in running fashion. Hemostasis was noted, to be excellent. The abdomen was irrigated and cleared of all clots and debris. Bilateral ureters were noted, to be peristalsing and of normal caliber. All instruments were retrieved and accounted for. Robot was unlocked, trocars were retrieved and the abdomen was allowed to deflate. Trocar sites were closed with #3-0 monocryl subcuticular stitches and dermabond was applied. The patient tolerated the procedure well. And no complications were noted. She was then transferred to pacu in stable condition. And draining clear urine. On (B)(6) 2019, the patient was seen and examined to discuss her urodynamics and her pelvic prolapse anteriorly, as well as her ex-post and protruding piece of mesh. The patient complained of the protrusion of her vagina. She did not appear to leak on urodynamics. And based on her history, two abdominal laparoscopic sacral colpopexy were performed. The physician discussed the need to get rid of the mesh. And that would consist of trying the mesh back as far as possible and closing all the vaginal wall. The patient was advised, that it could take several times if the mesh was infected to finally remove the entire component of the mesh, that was causing the problem. The patient may require an open procedure to get the internal mesh removed. The patient was also noted, to have a good posterior support and a moderate cystocele. In the physician's assessment, the patient was a candidate for a vaginal cystocele repair at this time, based on her study. And lack of previous problems with stress urinary incontinence would hold off any type of sling procedure. Upon review of the patient's history, the patient also reported, recurrent urinary tract infections. Excision of posterior vaginal mesh, as well as anterior repair with mesh and sacral spinous fixation procedures were then planned. On (B)(6) 2019, the patient underwent excision of posterior vaginal mesh. And anterior repair with mesh and sacrospinous fixation for treatment of exposed mesh and anterior vaginal prolapse. Findings include the area of exposed posterior mesh, which was excised was approximately 2 x 3 cm. Additionally, the mesh from the anterior side of the sacral colpopexy was also seen within the anterior repair was done. During the procedure, the patient was taken to the operating room receiving adequate anesthesia. She was prepped and draped in the usual manner in the lithotomy position and time out was taken. The area of the exposed mesh was excised sharply removing as much mesh material as possible. The area was then closed with #2-0 vicryl sutures, after it was irrigated with betadine irrigation. The anterior peer was done by placing a foley catheter making a two-centimeter incision dissecting on either side of the urethra, back behind the superior ramus on either side down to the sacral spinous ligament, where each side was placed with two sutures. The graft was then secured to the ear sutures, as well as brought out through a trans-obturator needle to form an anterior repair. Prior to this, the bladder was taken down sharply using scissors away from the vaginal wall. States were adequate at the end of the procedure and a vaginal pack was placed. The patient was transferred to the recovery room in stable condition without any complications.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2018. The date, the sling was implanted, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported, by the patient's legal representative. The implant surgeon is: dr. (B)(6). Block h6: patient code e2401, captures the reportable event of unspecified injury. Impact code f12, serious injury has been used in the light of this patient, had filed a legal claim for unspecified personal injury related to the device. Conclusion code d17, is being used in lieu of an adequate conclusion code, for device not returned. Block h10: the complaint device is not expected to be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a2, b2, b5, d4, h4, h6 and h10 have been updated, based on the additional information received on (B)(6) 2022. Block e1: this event was reported, by the patient's legal representative. The implant surgeon is: dr. (B)(6). Revision surgeon: (B)(6) md. Block h6: patient code e2006, captures the reportable events of "ex-post and protruding piece of mesh", and "exposed posterior mesh". Patient code e1310, capture the reportable event of "patient reported recurrent urinary tract infections". Impact code f1905, captures the reportable events of "revision of sacrocolpopexy", "the need to get rid of the mesh. And that would consist of trying the mesh back, as far as possible". And "excision of posterior vaginal mesh". Impact code f1901, captures the reportable event of additional surgery performed. Impact code f12, has been used in the light of this patient seeking legal recourse for a personal injury related to the device.